Event description:
The customer reported that during anterior cruciate ligament surgery, the screw had been properly removed from the packaging just prior to use and was placed on the tip of the accompanying screwdriver and properly inserted/screwed into the tibia drill hole by the surgeon. After only 2 of 3 light turns of the screwdriver, the top third of the screw broke off without any apparent cause. The individual pieces were removed and another 8 x 28 mm was used.

Manufacturer narrative:
Based on the information received, possible suspected root causes are: use of damaged or bent driver, failure to tap if bone patellar tendon bone graft used, graft/screw/tunnel not appropriately sized, insertion over bent guidewire.